Event description:
The manufacturer received information from (B)(4) in reference to a repaired/recertified dreamstation CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: common device name was incorrectly captured in previous report. Common device name was corrected in this report.

Manufacturer narrative:
Additional information was received on 09/25/2025: the manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. In box d; model number, product brand name, catalog item identifier and product UDI has been updated.